Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). Specific actions for the reported failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on 09/24/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base, with disconnection at the tip. The silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted / bent wire" was confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.